Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR 2062069 - MDR 3003442380-2024 -24753 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion which led to high blood glucose level. Also, the patient had high ketones which the healthcare professional did not identified as life-threatening or dangerous. Moreover, the issue occurred with three infusion sets. The blood glucose level of the patient ranged between 350-400 mg/dl. The highest blood glucose level ranged between 400-420 mg/dl. The patient tried to treat high glucose via bolus via pump. Therefore, on (B)(6) 2024, the patient first went to emergency room for 3 to 4 hours due to high blood glucose level. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On the same day, the patient was released from the hospital with no permanent damage. No further information was available.